Event description:
It was reported that the customer tested with a 3 ml air filled syringe, no occlusions occurred. The customer added 60 in/152cm mini vol ext w/slide clamp apv air filled rate 98 ml/hr, the occlusion occurred. Tested again at 30 ml/hr, occlusion occurred. The same test on different lot numbers, occlusion occurred. The customer tested at birthing center with the same set up, and the occlusion occurred. The pump passed the pm per manufacturer. The syringes the clinical team used were bd 20ml luer-lok syringe, as well as 30ml and 50ml. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.